Manufacturer narrative:
Customer returned insulin pump for an alleged blank display/failed battery test alarm/cosmetic damage found on (B)(6) 2021. The insulin pump passed the displacement test and sleep current test. No blank display noted during testing. However, pump error 68/49/23 alarm after battery insertion and pump error 75 alarm during self test and high sleep current during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. However, (7) failed battery test alarms found in the history files on (B)(6) 2021 started from 9:06 pm to 9:34 pm and low battery alert found in the insulin pump history on (B)(6) 2021 at 10:19 pm. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, force sensor and internal battery connector plug. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked select button keypad overlay. Blank display not confirmed. Failed battery test alarm/low battery alert was found in the insulin pump history files and pump error 68/49/23/75 alarm and high sleep current during testing due to moisture damage. Cosmetic damage was confirmed on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they had failed battery alarm and display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Customer stated that an insert battery alarm did not display on the insulin pump screen and the battery compartment was corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.